Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram, but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak or other complications. Surgery is sometimes required. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause of the right femoral artery pseudoaneurysm cannot be confirmed, in addition to procedural factors (manipulation of the devices, access site bleeding post sheath removal), patient factors (less than adequate vessel mld) may have contributed to the post procedure pseudoaneurysm and subsequent surgical repair 9 days post procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Nine days post tavr deployment of a sapien 3 valve, the patient presented with a right-sided pseudoaneurysm. Surgical repair was performed. As reported by our affiliate in (B)(6), during a tavr procedure, a 26mm sapien 3 valve was deployed in the aortic position by the right transfemoral approach. During the procedure, bleeding from the femoral artery puncture site occurred after the 14fr esheath was removed. The bleeding was uncontrolled by the closure device and a stent graft was implanted. The event was resolved on the same day. On postoperative day (pod) 9, the patient presented in the emergency room with pulsating swelling in the right groin (aneurysm spurium). Reconstruction of the femoral bifurcation with a bovine patch on a. Femoralis communis, a. Profunda femoris, a. Femoralis superficialis and removal of a covered stent on a. Profunda femoris was performed. On day 22, the event was resolved. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. The minimum luminal diameter (mld) of the access vessel measured 5.3mm.